Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia.

Event description:
The customer's mother reported on (B)(6) 2014 her daughter's blood glucose, carbohydrate intake and insulin history is as follows: time: 5:36am bg (mg/dl): 247. Time: 12:39 pm. Bg (mg/dl): 111. Cho (g): 56. Bolus (u): 0.9. Time: 2:22 pm. Bg (mg/dl): "high" (greater than 500). Bolus (u): 2.0. Time: 5:18 pm. Bg (mg/dl): 217. Cho (g): 30. Bolus (u): 0.4. Time: 7:10 pm. Bg (mg/dl): 182. Time: 9:49 pm. Bg (mg/dl): 186. Time: (B)(6) 2014. Time: 1:05 am. Bg (mg/dl): "high". Bolus (u): 0.85. Time: 6:32 am. Bg (mg/dl): "high". She noticed the cannula was bent and it did not look like it was inserted into her skin.